Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an active meter, compared to a lab, within 10 minutes: 192 mg/dl (active) and 60 mg/dl (lab). No death or serious injury reported. Requested return of suspect device and replacement was provided.